Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown; no lot number has been provided. One epidural catheter and epifuse connector were returned. During visual inspection it was observed that the inner cavity was clogged with a white substance. The reported issue was confirmed during functional testing when the reported leakage issue was duplicated. The issue was traced to a scratch on the catheter. As no lot number was provided, no review of manufacturing records could be conducted. The investigation could not establish a root cause for the observed condition but concluded that it may have been the result of contact with an instrument during the use of the device.

Event description:
It was reported that there was leaking from the device. The leak was occurred during patient use. There was no reported patient harm.